Event description:
The nurse reported, "the silicone seal did not function properly and blood leaked out around the seal. The clave was removed; new clave put in it's place and no further problems noted". No pt harm was reported.